Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old female with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that the patient was on support because they needed an aortic dissection repair, which was unrelated to the impella device. The patient was brought to the operating room for the dissection procedure, and the pump migrated into the aorta. The doctor then decided to remove the impella cp. The patient survived the event.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. Data logs confirmed the pump was in the aortic area (about 45 minutes into the case). The pump then was stopped manually and disconnected from the console. The product was not returned for review. Based on clinical description and data analysis, the root cause of positioning issue was most likely patient movement since the issue occurred while the patient was being moved to operating room table. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-11479 and should not have been. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2024-11479 was submitted. H.6 added code 4629 as it was inadvertently left off the previously submitted manufacturer device report number 1220648-2024-11479.